Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during surgery of the prostate a user found a clip was broken when he/she attempted to load it into the jaws. No clips fell in the patient.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number provided is not a valid number. The customer returned one loose clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was returned with the hook broken off. Based on the condition of the break, there is indication of mis-molding near the hook which could cause the hook to break upon application. The returned clip appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: there was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The reported complaint of "clip broke" was confirmed based upon the sample received. One loose clip was returned with its hook broken off. Based on the condition of the break, there is indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.

Event description:
It was reported that during surgery of the prostate a user found a clip was broken when he/she attempted to load it into the jaws. No clips fell in the patient.